Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller and retractor band was defective. The field service engineer replaced retractor band and drawer controller and also removed debris to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the main drawer was encountered a failure. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.